Event description:
It was reported that the customer experienced elevated blood glucose levels (400 mg/dl). Troubleshooting was performed and pump passed delivery system check. Reportedly the customer was dehydrated due to the hot weather. Customer changes the cartridge every 3 to 3 and a half days.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.